Event description:
During a transfemoral tavr procedure, moderate to severe aortic insufficiency was noted post valve deployment; a second valve was not required. Per report, the valve was delivered across the annulus and positioned 50:50. Breath was held and rapid pacing was induced and the valve was deployed 50:50. After deployment of the valve, the patient became hypotensive and had pressures in the 30s mmhg requiring external defibrillation at 360 joules. Following defibrillation the patient¿s pressure and rhythm did not recover. CPR and epinephrine was initiated and the team quickly placed the patient on ECMO. Once the patient was on bypass, CPR was stopped and the patient underlining rhythm was still in ventricular fibrillation. The patient was shocked again at 360 joules and recovered into a wide qrs/bradycardic rhythm. Patency of the left and right coronary artery was confirmed. The patient rhythm was paced and able to maintain a pressure in the 130/50smmhg. The patient remained on ECMO, paced and intubated upon transfer to ICU. The event was attributed to a long pacing run.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, a combination of patient and procedural factors [a slow recovery of adequate ventricular flow post valve deployment and extended rapid pacing] likely contributed to the initial aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.